Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done earlier today and had a dislocation in the recovery room. Patient was returned to surgery for a revision procedure later the same day. The cup was re-positioned and the liner was changed to a constrained liner. The stem was not removed and the original cup and screws were reused. Doi: (B)(6) 2019; dor: (B)(6) 2019 (right hip).